Event description:
It was reported to the manufacturer that the device failed calibration during testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for the active exhalation control module (aecm) during testing. The device repair has not yet been completed. A follow-up report will be submitted when the manufacturer's investigation is complete.